Event description:
The customer reported via phone call that the serter did not release the sensor properly. Blood glucose level at the time of the incident was 148 mg/dl. The customer reported that the day before the call, she had a blood glucose level of 48 mg/dl. The customer was advised that the serter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.